Event description:
Philips received information from a customer site that during a cct procedure table moved all the way out of the gantry when they pressed the in button on the right gantry control panel. There was no harm to the patient or operator. The philips field service engineer checked the system logs and found a stuck button message and replaced the right gantry control panel.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).